Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the cause of the incorrect assembly (twist of the tubing into the drip chamber) was due to an improper automatic assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred in may 2025. The device was received for evaluation. A visual inspection was performed, and an incorrect assembly from a twist of the tubing into the drip chamber was observed. A pressure test and clear passage under water were performed, and a leak was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking around the chamber. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.